Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance greater than 3000 ohms with loss of capture. Technical services (ts) recommended further in clinic evaluation of this lead. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance greater than 3000 ohms with loss of capture. Technical services (ts) recommended further in clinic evaluation of this lead. During an in clinic evaluation, it was determined that the loss of capture and out of range impedance measurements were due to a lead conductor fracture. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.